Event description:
The customer stated that the insulin pump was submerged in water and there is water inside the screen. The customer reported a blood glucose reading of 202 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.